Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer agreed to use multiple daily injections as a backup therapy and was advised on the necessary steps to return the faulty pump.